Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Upon visual inspection, it was noted that both buttons were returned to the starting position. Upon functional testing, it was noted that both anchors had been deployed. As the suture was not returned for investigation and the inserter functions as required, the complaint cannot be confirmed.

Event description:
On 2/15/2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii first and second anchors were placed properly, but when surgeon pulled on the sutures to tighten, both anchors got dislocated. Surgeon opened another ar-4501 meniscal cinch to complete the procedure on (B)(6) 2022. No further issues has been reported. Additional inforamtion received 2/18/2022: both anchor pulled out of implantation site, nothing broke inside the patient.